Manufacturer narrative:
The investigation determined that discordant reactive vitros cov2igg results were obtained from five (5) patient samples when tested using a vitros 3600 immunodiagnostic system and a vitros eci immunodiagnostic system. A definitive assignable cause for the discordant reactive results could not be determined with the information provided. All patients were city health office employees that were tested per regular screening of local government employees. All patients were asymptomatic. Pcr testing was not performed on these patient samples before or after the vitros antibody testing was completed. It was concluded that the discordancy between the vitros cov2igg and cov2tot assays was due to false positive cov2igg results for the samples. The vitros cov2igg instructions for use does not preclude the possibility of false positive cov2igg results due to cross-reactivity from pre-existing antibodies or other possible causes. A review of historical quality control results for vitros cov2igg lot 0170 indicates acceptable performance and a reagent issue is not a likely contributor to the event on the vitros 3600 system. However, no quality control results from the vitros eci system were provided and therefore, the performance the vitros cov2igg on the eci analyzer could not be confirmed. Therefore, a vitros cov2igg reagent issue could not be entirely ruled out as a potential contributor to the event. Additionally, based on qc results there is no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event. However, it cannot be entirely ruled out as a contributing factor as precision testing to assess instrument performance was not performed by the customer when requested. No additional testing to detect the presence of an interferent was performed on these patient samples. The customer provided no information concerning the sample collection device used to collect the affected samples or sample processing of the affected samples. Therefore, pre-analytical sample handling cannot be ruled out as a potential contributor to this event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cov2igg lot 0170 (B)(6).

Event description:
The investigation determined that discordant reactive vitros anti- sars-cov-2 igg (cov2igg) results were obtained from five (5) patient samples when tested using a vitros 3600 immunodiagnostic system and a vitros eci immunodiagnostic system. The vitros cov2igg results were discordant based on a non-reactive vitros anti- sars-cov-2 total (cov2tot) results from the same patient samples. Patient 1 = reactive (1.07 s/c) versus expected non-reactive; patient 2 = reactive (4.48 s/c) versus expected non-reactive; patient 3 = reactive (2.84 s/c) versus expected non-reactive; patient 4 = reactive (8.67 s/c) versus expected non-reactive; patient 5 = reactive (10.8 s/c) versus expected non-reactive. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The vitros cov2igg discordant reactive results were reported from the laboratory. Ortho has not been made aware of any allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4). This report is number five of five 3500a forms filed for this event, as five devices were affected.